Manufacturer narrative:
Additional information: added throughout form. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -8.5/1.0/095 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The lens was exchanged with a shorter length lens on (B)(6) 2024 due to excessive vault. This resolved the problem. Cause of event reported as unknown.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -8.5/1.0/095 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. Excessive vault was observed. Lens remain implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).